Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, abscess, infection, fistula and underwent mesh explant. The instructions-for-use supplied with the device lists fistula, infection, inflammation as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal court file number #(B)(4): attorney alleges that the plaintiff underwent umbilical hernia repair surgery and was implanted with bard/davol ventralex hernia patch on or about (B)(6) 2013. Attorney also alleged that on or about (B)(6) 2022, "plaintiff underwent an additional operation to remove the defective and infected mesh. The plaintiff was injured severely and permanently". It is alleged that " the plaintiff has suffered and will continue to suffer physical pain", "for several years after the implant, the plaintiff had recurrent infections and abscesses on the skin overlying his umbilicus. It is also alleged that "the plaintiff's examination on (B)(6) 2022 was consistent with the past infections and showed signs of chronic inflammation, infection and possible fistula into the mesh". Attorney alleged that the "plaintiff has suffered and continues to suffer from chronic pain". It is alleged that plaintiff has undergone and will likely require in the further other forms of care and medical treatments". Attorney alleged that the "plaintiff's pain, disability, hospitalization and additional surgeries". It is alleged that the device was defective.